Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member (B)(6) 2019 regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's friend/family member reported the patient was feeling some change, but not enough and was still losing control and did not have enough time to get to the bathroom. They were able to connect with the implant on the call and it showed stimulation was on. The patient was feeling stimulation at 0.9 and it was comfortable. They were going to monitor symptoms and follow-up with their healthcare provider as needed. This was reported to be a sudden change in therapy/symptoms, which conflicted with the event date being since implanted. On (B)(6) 2019 additional information was received from a nurse: caller reports patient is still having issues with incontinence and retention, and the doctor wants nurse to insert a catheter. The issue started within weeks after implant. No further complications were reported or anticipated.